Event description:
It was reported to kendall/tyco healthcare in 2/06 that a pt had a problem with the single lumen PICC catheter. The customer alleges that "a hole developed in the PICC while inside the pt; PICC was removed without injury."